Event description:
It was reported that t:slim x2 pump battery would not charge, and charging connection was not recognized when pump was connected with tandem charging cable and wall adapter. There was no reported impact to the customer¿s blood glucose level. Customer tried a different wall adapter, which resolved issue and allowed pump to begin charging, and technical support advised that non-tandem charging supplies should only be used for troubleshooting and arranged to send replacement tandem wall adapter, after which no further assistance was required.